Manufacturer narrative:
Literature citation: junjie niu, haifei zhou, qian meng, jinhui shi, bin meng and huilin yang. "Factors affecting recompression of augmented vertebrae after successful percutaneous balloon kyphoplasty-a retrospective analysis" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that, one hundred and twenty-one patients who underwent single-level kyphoplasty for osteoporotic vertebral fractures were retrospectively analyzed and classified into the following two groups: group 1 with recompression and group 2 without recompression. During an average of 20.75+/-43 months of follow-up, paraspinal soft tissue cement leakage was seen in 1 patient from group 1.